Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer wanted to know what is the cause for this error code 110.6021. Case resolution: I explain to the customer that this error code is caused by two problems. I explain to the customer that the first problem could be that you have a bad keypad. I also explain to the customer that he should do a pm. I also explain to the customer that if the 8015 pass the pm and the error code comes back then he would need to replace the logic board. The customer said he would do the pm and if any more question or problems he would call back.